Manufacturer narrative:
No further follow up is planned. Evaluation summary a patient reported that numbers are not showing up clearly on the display screen of his humapen memoir, as if numbers are missing. Investigation of the returned device (batch (B)(4), manufactured february 2013) confirmed missing dose segments in the display due to damaged conductors within the lcd interconnect cable. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. A house sample review of the batch was completed and no issues regarding missing segments in the display were observed. A batch record review confirmed that the batch passed all acceptance criteria, and there were no signals for missing segments in the display. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Corrective action - this is the first occurrence of this particular failure mode. Due to its rare occurrence and adequate warnings in the user manual, no additional corrective action is planned at this time. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This case, which does not include an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a male patient of unspecified age, and origin. The patient was taking an unspecified medication for an unspecified indication. On (B)(6) 2013, it was reported that the patient returned a humapen memoir burgundy to the pharmacy because the numbers were not showing up clearly on the display screen. For example the 15 could look like an 8 or a 4 as if the numbers are missing. This humapen memoir burgundy pen was associated with pc 2753013 for lot 1302c01. The operator and training status were unknown. The pen had been used for about six months. The humapen memoir burgundy was returned on 08nov2013. Update 10mar2014: additional information received on 07mar2014 from the global product complaint database added the device specific safety summary, the returned date of the device, and the manufactured date of the device; updated the medwatch and EU/ca fields; and updated the narrative.

Event description:
(B)(4). This case, which does not include an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a male patient of unspecified age, and origin. The patient was taking an unspecified medication for an unspecified indication. On (B)(6) 2013, it was reported that the patient returned a humapen memoir burgundy to the pharmacy because the numbers were not showing up clearly on the display screen. For example the 15 could look like an 8 or a 4 as if the numbers are missing. This humapen memoir burgundy pen was associated with pc (B)(4) for lot 1302c01. The operator and training status were unknown. The pen had been used for about six months. The humapen memoir burgundy was available for return.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.